Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g4, g7, h1, h2, h3, h6, and h10. The tibial tray was not returned for evaluation as it remains implanted. Visual examination of returned articular surface identified the dovetail feature damaged (flared out) and the distal surface exhibits damage in various areas. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: (B)(4). Medical products. Articular surface use with lps/lps-flex 51 or 52 suffix femorals size cd 12 mm height item# 00596203012, lot# 64413703. Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an articular surface would not seat with the tibial component during an initial knee procedure. When the articular surface was seated into the tibial component, there was an absence of the typical click (neither audible nor based on physical sensation) that usually results from a successful articular surface insertion. The articular surface was then removed and, based on visual assessment, a replacement was required. There were no observed problems with the as application and insertion technique deployed by the surgeons. A new articular surface was opened, and was able to be implanted into the patient without any of the above mentioned problems there is no additional information at this time.